Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, and missing a piece of shell (25-50%). A microscopic analysis was performed which identified: one broken sharp with non-penetrating nick, near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp broken on the radius assessed as surgical impact. Missing shell due to inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Sent in response to FDA report number: mw5093057. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via regulatory agency left side rupture. Device remains implanted.